Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to transmit current. The generator was checked and it was noted that all power settings operated properly. The operator changed the grounding pad and cables, still no current was being delivered. The snare loop became stuck in the patient¿s tissue and was difficult to remove. A second generator was connected to the snare and it again failed to deliver current. The embedded device was successfully removed without additional intervention. The procedure was completed with another captiflex snare and the original generator. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to transmit current. The generator was checked and it was noted that all power settings operated properly. The operator changed the grounding pad and cables, still no current was being delivered. The snare loop became stuck in the patient¿s tissue and was difficult to remove. A second generator was connected to the snare and it again failed to deliver current. The embedded device was successfully removed without additional intervention. The procedure was completed with another captiflex snare and the original generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.